Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs stat result for one patient from the cobas e411 disk analyzer. The initial result was 23 pg/ml and was reported outside of the laboratory. The repeat result was <3 pg/ml twice. A second blood draw was performed and the result was <3 pg/ml. There was no allegation of an adverse event. The reagent lot number was 30564601 with an expiration date of 30-jun-2019. The customer had a similar incident approximately one month ago and found both incidents occurred while powering up a sysmex xs-1000 analyzer. No specific data was provided.

Manufacturer narrative:
Instrument performance testing met the specifications. The investigation did not identify a product problem. The cause of the event could not be determined.